Manufacturer narrative:
Correction to initial emdr in field g3 (bsc aware date): 04jan2023.

Event description:
It was reported that the patient underwent a lead replacement procedure due to inadequate stimulation. The explanted device will not be returned.

Event description:
It was reported that the patient underwent a lead replacement procedure due to inadequate stimulation. The explanted device will not be returned.